Event description:
The dealer states that the customer states the end-user said when he plugged the off board charger into the joystick it started to smoke. The dealer states that the end-user alleges he immediately unplugged the charger and the chair would no longer function. The patient was not injured.